Event description:
Pt was revised due to poly wear and loosening.

Manufacturer narrative:
The exact implant date is not known. Examination was not possible as no product was returned. Although the investigation could not confirm the reported wear and loosening, it would not be unreasonable to expect some wear after 18 years of implantation. The initial reports states that it is not suspected that the product failed to meet specifications. The need for corrective action was not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.